Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: lap cholecystectomy. Event description: "trocar 11 mm z-thread was being used in a lap chole case. The surgeon was trying to insert the introducer through the sleeve when he noticed a small plastic part stuck in the middle of the sleeve. He was not able to remove it, so another sleeve was opened. No clinical impact on the patient". Intervention: a new sleeve was opened patient status: no clinical impact on the patient.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Visual inspection confirmed the complainant¿s experience of a severed cannula wing tab within the cannula shaft. Based on the condition of the returned unit, the severed wing tab did not originate from the returned cannula as no damages were observed on the returned cannula¿s wing tab. It is possible the wing tab found within the cannula shaft became lodged within the cannula sometime during the manufacturing process. Applied medical has performed a historical trend analysis and review of production records and no relevant documentations were identified. [Correction] sections d1 and d4 (primary unique device identification number and additional unique device identification number) have been updated.

Event description:
Procedure performed: lap cholecystectomy. Event description: "trocar 11 mm z-thread was being used in a lap chole case. The surgeon was trying to insert the introducer through the sleeve when he noticed a small plastic part stuck in the middle of the sleeve. He was not able to remove it, so another sleeve was opened. No clinical impact on the patient". Intervention: a new sleeve was opened. Patient status: no clinical impact on the patient.